Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4 and all cubies were not detected on the bus. A field service engineer (fse) disassembled and reassembled the inside of the drawer. The fse found that the row board cable was damaged, replaced it, and reseated all connections on the back of the drawer. The fse found the retractor band cable was physically damaged, replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 was not detected on the bus. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.